Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider concerning patient with an implantable neurostimulator (ins) for post spinal cord injury, radiculopathy, and spinal pain. It was reported that the patient cannot charge his implant unless the battery has drained all the way. No patient symptoms were reported. Troubleshooting could not be performed due to lack of access to product. No further complications were reported/anticipated.